Manufacturer narrative:
A ge service representative performed an investigation. A disk driver and table has been ordered. Once the ordered components are replaced, it is believed that the reported issue will be addressed and the system will perform as intended. If additional issues are identified they will be reported as required.

Event description:
It was reported that the 2600 system will not boot pass the self test. The system will stay in self test. There was no report of pt injury.